Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock from the device. The patient was at home, sitting normally in a chair. The episode s-ECG showed a loss of signal amplitude, noise, and a shift in the baseline. It was noted the patient also had a leadless pacemaker implanted. The patient was seen in the clinic for a follow up and the sense vector was reprogrammed, from primary to secondary, which showed appropriate sensing and good amplitudes. A request was made for technical services to review the episode and device data in the remote monitoring system. Technical services reviewed the shock episode and noted the artifact was consistent with an issue at the sense b node, which could be related to an intermittent contact issue in the device header, and/or a lead integrity issue. Technical services recommended seeing the patient in the clinic for troubleshooting, to try and reproduce the artifact with patient movements, posture changes, and manipulation of the device and electrode. X-rays were also recommended to evaluate the electrode body and pocket area for any tight bends near the device header, and to ensure the electrode was fully inserted. The secondary vector does not use the sense b node; therefore, if the vector showed appropriate sensing with stable r-waves and no noise, the s-ICD system could remain implanted and in use.